Event description:
Baby cooling in progress; cooling machine leaking water onto the floor. Hose directly attaching/connecting to the machine found to be dripping water. Connection was tightened but dripping continued.